Event description:
The patient had a tube feeding order to receive a bolus of 360ml. The pump was set to 360ml as volume to be infused in one hour. The rn checked on the pump and realized at the 1.5 hour mark the pump did not alarm to be reset, and noticed 518ml had infused. The next day this occurred again on the same patient with the same tube feeding pump. There was no harm and the patient was discharged.